Event description:
On (B)(6) 2025 this patient underwent endovascular treatment of a zone 9 abdominal aortic aneurysm and was implanted with two gore® excluder® conformable aortic extenders components and one gore® excluder® aortic extenders component. The patient tolerated the procedure. On (B)(6) 2025, the patient underwent reintervention for a suspected type ii or type iii endoleak between the first (most distal cxa260005) and second (middle pla260300) aortic extender components. An additional gore® excluder® conformable aortic extenders component was implanted to reline the seal of the two devices. There was no aneurysm enlargement reported and the type endoleak was unable to be determined. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® conformable aaa aortic extender endoprosthesis adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.this report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.